Event description:
It was reported that during a implant of a m103 generator, a surgeon received an error message noting vbat<eos was received. The generator was re-interrogated and displayed full battery and was ultimately able to be implanted. It was confirmed that the generators was stored at room temperature. Device history record was reviewed for the suspect generator. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Internal data from the generator was received and reviewed.

Event description:
Additional information received noting that the generator was delivered to (B)(6) in russia in december. There were no reports of extreme temperature conditions during delivery. The suspect generator was then shipped the middle of march to (B)(6). It was received towards the end of march. On the days of shipment, the air temperature was above 0 degrees celsius. From (B)(6) stock the device was shipped to the hospital. The storage conditions in the hospital is unknown. It was noted that the (B)(6) warehouse temperature is controlled and it did not fall below 18 degrees c and the temperature at the (B)(6) warehouse did not fall below 20 degrees c. The generator was delivered in a temperature controlled transport to (B)(6). On the transport to (B)(6) and the hospital, the generator was not in a temperature controlled transport but were kept within the allowed range of temperatures. It is possible that this generator was exposed to cold temperatures during the transports that were not temperature controlled. The average temperature in march in (B)(6) is 28-41 degrees f. This range would likely trigger a drop in voltage of the generator battery, and therefore cause an eos message to be triggered. It is previously known that temperatures as high as 50-60 degrees f can potentially trigger an eos message. The lowest temperature value seen on the datadump only shows the temperature from the most recent diagnostics. There is no way to know if the device was previously at a temperature that would trigger the eos pulse disabled status. On m103 it only takes a single daily diagnostic below the eos voltage to trigger the pulsedisabled flag and it will remain set until the device is programmed back on by a user, which could be why they saw the flag during interrogation before surgery. The m103 will also continue to do daily battery diagnostic regardless of output status. It only skips the lead impedance if output current is programmed to 0ma. So if this generator was exposed to low temperatures during transport, it would be an expected event that the pulsedisabled flag would show upon interrogation in the or, but the battery would be back to normal range. No additional or relevant information has been received to date.